Event description:
Cayenne medical was notified on (B)(6)2017 that three surelock implants were attempted to be used in a procedure, but all three pulled out of bone. A fourth surelock implant was successfully used and the procedure was completed. Cayenne medical did not indicate this complaint as MDR reportable and therefore, it was not reported. Cayenne medical then received a copy of the medwatch report submitted by the clinic on 07/28/2017 in regards to the same case, and therefore cayenne medical is submitting this as an MDR as well. No additional information was noted on the medwatch report submitted by the clinic.